Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the arm-1 instrument had no control and was stuck. The customer indicated that the monopolar curved scissors (mcs) instrument was stuck on arm-1 and the staff was not able to remove it. The sheathing tip cover had become damaged when attempting to remove the instrument and became stuck. The site pressed the emergency stop and used the emergency wrench to release and remove the mcs from arm-1. The site was able to install a new instrument and continue with the case; the issue resolved. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, the customer was contacted to request additional information regarding arm 1 instrument has no control and is stuck and to inquire how the tip cover was damaged. She indicated that the top part of the tip cover was bunched up and it moved down; the entire tip cover did not move. Therefore, they could not remove the instrument from the trocar and had to remove the whole trocar. The part and lot number of the tip cover were unknown, it was the blue/gray color tip cover and it was also unknown if the site still had the tip cover. Nothing fell into the patient and there was no patient injury. The accessory was not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.